Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.16in (1.1 x 30 mm) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # 5093168

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology 20ga 1.16in (1.1 x 30 mm) experienced a hole in the catheter which was noted during use. The following information was provided by the initial reporter: material no.: 382534, batch no.: 9261082. Per mw5093168. Rn starting IV. As soon as there was blood return in catheter, blood comes out of the side of the IV catheter. Upon inspection, there appeared to be a hole in the side of the catheter. FDA safety report ID #(B)(4).

Manufacturer narrative:
The following information has been updated: date of birth: (B)(6) (date of birth is unknown, this date has been provided as a stand in) weight: (B)(6).

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology 20ga 1.16in (1.1 x 30 mm) experienced a hole in the catheter which was noted during use. The following information was provided by the initial reporter: material no.: 382534. Batch no.: 9261082. Per mw5093168. Rn starting IV. As soon as there was blood return in catheter, blood comes out of the side of the IV catheter. Upon inspection, there appeared to be a hole in the side of the catheter. FDA safety report ID #(B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-19. H.6. Investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received two empty opened packages and one used catheter adapter assembly. A visual and microscopic inspection of the catheter was performed where damage was observed. The actuator was engaged. Further investigation was performed as the catheter was cleaned and flushed to remove any dried media. A leak test was then performed and at the location of the damage, leakage occurred on the catheter tubing. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology 20ga 1.16in (1.1 x 30 mm) experienced a hole in the catheter which was noted during use. The following information was provided by the initial reporter: material no.: 382534 batch no.: 9261082 per mw5093168 rn starting IV. As soon as there was blood return in catheter, blood comes out of the side of the IV catheter. Upon inspection, there appeared to be a hole in the side of the catheter. FDA safety report ID #b4.